Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check lines and bags and the patient attempted to start over with a new cassette while only replacing 1 of the 3 bags used for setup. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that he had a check lines and bags alarm and was unable to correct it. The hp started over with a new cassette but only replaced 1 of the 3 bags. The hp stated that the peritoneal dialysis nurse advised him that it was ok. The hp was then back in prime getting the same alarm. The tsr advised the hp to start over with all new supplies. The tsr cycled power to clear the error and remove the cassette. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. New supplies were used to clear the alarm and no patient injury or medical intervention was reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: the nurse was no longer with the company from the time of the report and she had no idea if the incident was reported. No further information was available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.